Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during the planned surgical procedure patient's ima (internal mammary artery) started to bleed after the surgeon cut the patient's vessel indicating that it was not completely sealed during use of the endowrist one vessel sealer instrument.

Event description:
It was reported that during a da vinci xi sigmoid colectomy procedure, the surgeon had sealed the patient's ima (internal mammary artery) vessel using the endowrist one vessel sealer instrument and approximately half way through the cut sequence the instrument generated an error message 'blade exposed'. At the same time the patient started bleeding from the ima. The surgeon was able to gain control of the patient's vessel using a grasper instrument. The surgeon was able to release the grips of the instrument from the ima after several manipulations of the wrist. The surgeon then successfully completed the surgical task using another vessel sealer instrument. The patient had undergone previous radiation therapy; however, the patient's ima was not diseased / calcified and was not affected by the radiation. Per reporter there was no tissue bunching, and the surgeon had heard the audible tones from the electrosurgical generator indicating that the sealing was complete and had visually confirmed the seal / thermal effect to the ima vessel. The jaws of the instrument were fully closed when performing the cut function. The instrument was used couple of times before this incident occurred without any issues with sealing; the cause for the vessel to bleed was not clear. Reporter indicated that the patient had lost approximately 100ml of blood but this did not require an intra-operative blood transfusion. The patient was recovering well at the time of the report.